Event description:
During fistula angioplasty, was using a 10x4 balloon which states it will fit through a 6 fr sheath. After procedure doctor let the balloon down and began to pull it back through the sheath and out of pt. The balloon was not coming through easily so dr gave it a little bit more pressure to pull it through. Noted then that balloon was coming apart. Dr then decided to pull entire sheath with balloon still in it out of pt and place a new sheath. Procedure was completed with second sheath. Scheduled procedure was left upper extremity fistulogram.